Event description:
Additional information on 27aug2018: the small visible thrombus was found on inlet stator during the pump exchange on (B)(6) 2018.

Manufacturer narrative:
Approximate age of device- 2 years, 11 months, and 10 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had an elevated lactate dehydrogenase (ldh) in the 2000s u/l (baseline level of 400s u/l), hematuria, tea colored urine and a drop in hemoglobin from 11 g/dl to 8 g/dl with no source of bleeding. On (B)(6) 2018, the patient underwent a pump exchange. No additional information was provided.